Event description:
Contact lenses are either broken before I put them in my eye, or they break shortly after putting them in my eye. In some cases, the lenses have ripped in half in my eye and I've had to find both parts. I have contacted the company but they've ignored my emails.